Event description:
Paramedics responded to a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the rptr, the device powered off by itself sometime during the pt use. A backup device was immediately called for and used. No adverse effects to the pt were reported as a result of the alleged malfunction.